Manufacturer narrative:
Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as 2134265-2017-08030. It was reported that pericardial effusion and a suspected perforation occurred. During an ablation procedure to treat ventricular tachycardia (vt), vascular access for the mapping catheter was obtained via the right femoral vein. An intellamap orion¿ mapping catheter was used to map the left and right ventricles. A deflectable quad catheter was positioned in the right ventricle, and a decapolar catheter was positioned along the his for recording. Intracardiac echocardiography (ice) was performed in the right atrium and a small pericardial effusion was present at baseline. Transseptal puncture was performed under ice guidance. The posterior left ventricle and his/right bundle branch were ablated using another manufacturer¿s ablation catheter. Upon final ice evaluation, a moderate (1-2.5 cm) pericardial effusion was identified. The pericardial effusion was believed to be due to a small perforation, though a perforation was not confirmed. The patient was observed for 45 minutes and blood pressure decreased from 90 mmhg to 75 mmhg. Pericardiocentesis was performed and 300 ml of blood was drained. The patient¿s blood pressure improved to 130 mmhg and he was taken to the cardiovascular intensive care unit in stable condition. Contact force in excess of 70g was noted during catheter manipulation, but no cause was mentioned for the effusion and the physician could not identify which catheter was related to the pericardial effusion. Two intallamap orion mapping catheters had been used during the procedure. The initial intellamap orion catheter was reported to have experienced poor magnetic tracking and an inability to map and collect data. The catheter was replaced with another intellamap orion to complete the procedure. It was reported that the tracking issues and inability to map or collect data did not cause or contribute to the patient complications.